Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 2ml juvéderm® voluma® with lidocaine in chin. At an unspecified time after the injection, patient developed bruising at c2 and intradermal leaking at c1. Patient was advised to massage the area. Symptoms resolved.